Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead fractured. The short interval count (sic) was elevated and the lead integrity alert (lia) was tripped. The lead was capped and replaced. No patient complications were reported as a result of this event.